Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that the arctic sun device was getting a continuous series of software errors between 6pm on 10/14/2021 to 4.15pm on 10/15/2021. The error code was 800.8000 (operating system software fault).

Event description:
It was reported that the arctic sun device was getting a continuous series of software errors between 6pm on 10/14/2021 to 4.15pm on 10/15/2021. The error code was 800.8000 (operating system software fault).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.